Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing resulting in over-processed tissue, using peloris tissue processor serial number (B)(4). The complainant advised that all tissue exhibiting sub-optimal processing was diagnosable, when notifying leica microsystems of this complaint on (B)(6) 2011. Investigation of this complaint by leica microsystems is continuing.